Manufacturer narrative:
A new sample from the patient was provided for investigation. Investigations of the sample conclude that no interfering factor could be identified within the sample. The sample measured within the reference range of the ft3 assay and the customer's ft3 result could not be confirmed.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received erroneous results for one patient sample tested for free triiodothyronine (ft3). The date of the event was asked for, but not provided. The sample was initially tested at the customer site on an e602 analyzer. The sample was repeated on a centaur analyzer. During investigations, the patient sample was tested on an e module analyzer and an e411 analyzer. Refer to the attachment for the specific patient result values. It was asked, but it is unknown which patient results, if any, were reported outside of the laboratory. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The e602 analyzer serial number used at the customer site was asked for, but not provided. A specific root cause could not be determined based on the provided information. There was not sufficient quantity of sample remaining for further investigations.